Event description:
It was reported that patient presented with atrial lead that was exhibiting over-sensing noise. Programming changes were performed to deactivate the atrial lead. There were no patient consequences.